Manufacturer narrative:
On 04/02/2017: it was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was not impacted. The customer changed their pump supplies and the occlusion alarm was resolved. No damage was observed with any of the pump supplies. The customer reported that the pump would continue to be used for insulin therapy. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer experienced blood glucose (bg) levels over 300mg/dl and trace levels of ketones. A manual injection was administered to address the bg levels. The contact stated that the customer performed troubleshooting on their own prior to contacting tandem technical support (cts) and had observed insulin exiting the infusion set tubing. No damage to the cannula was observed. Reportedly, the pump is kept inside the customer's pocket. Cts advised the contact to have the customer speak to their healthcare provider in regards to the occlusions received and different infusion set options.